Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted stem with the head assembled, and covered in bio debris. No further observations could be made using the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 802202802 lot# 66651134 femoral head 12/14 taper 28 mm diameter +0 mm neck length. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, there was a revision approximately 1 month later due to periprosthetic fracture. Attempts have been made and no further information has been provided.